Manufacturer narrative:
(B)(4).

Event description:
It was reported that a sensor that stopped working occurred. The sensor was inserted into the abdomen on (B)(6) 2022 data was evaluated and the allegation was confirmed. The probable cause was determined to be an early sensor expiration. In addition, an early sensor expiration was found in connection to the reported allegation. The reported event of an sensor that stopped working is reportable based on the finding of an early sensor expiration . No injury or medical intervention was reported.